Event description:
The medication that was mistakenly given was a banana bag which was 5% dextrose in a 0.45% nacl concentration in a 1000ml bag that was running at a rate of (100ml/hr). The alaris pump was alarming with a warning stating "air in line." I attempted to troubleshoot the alarm by taking out the IV line from the pump in order to clear the air from the line. In order to prevent this error again, I will practice with an instructor on how to properly troubleshoot an IV pump. Also, from now on, any IV medication or troubleshooting of the pump, I will make sure that the instructor or another rn is present. Lastly, reading our student handbook and maintaining up to date on literature will make sure that this error will not happen again. Inadequate safeguards knowledge deficit of practitioner; unfamiliar / inexperienced established procedure / protocol not followed performance deficit confusing / incomplete info (label / labeling) communication, poor / lacking (nonspecific). (B)(6). Submission ID: (B)(4).